Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection procedure, the surgeon was able to press the green button, but the handle could not be squeezed and the device did not fire.